Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, the device was found in back up mode. An analysis is requested.

Event description:
Reportedly, the device switched in backup pacing mode between first post operation check (the device was programmed in vvi mode at 50min-1 with nominal outputs since implantation) and first clinical follow-up check performed on (B)(6) 2014 (the device was found in vvi mode at 70 min-1). In addition, the following error message was observed upon interrogation: ¿device could not configure lead polarity.¿ an analysis is requested.